Event description:
Reportedly, this ring was explanted after several hours of implant due to torrential mitral regurgitation, which was caused by a ruptured cordae at p3 scallop and a small annular tear.